Event description:
It was reported PICC broke inside a patient and had to be retrieved by radiology. Patient will need further surgery to retrieve another part.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed in the catheter tubing between the 27 cm and 28 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed break; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC broke inside a patient and had to be retrieved by radiology. Patient will need further surgery to retrieve another part. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC inserted (B)(6) 2024, 1st piece removed (B)(6) 2024, 2nd piece removed (B)(6) 2024. PICC was inserted to brachial vein, total catheter length and exit marking unknown, locked with saline and secured with securacath and unknown marking, it is also unknown how the site was dressed. PICC was used for oncology treatment (tip chemo: paclitaxel, ifosfamide, and cisplatin). PICC was not used for CT scans and no known occlusions. Internal leak identified due to blockage at approximately the 20cm marking. PICC was in use for 6 weeks. Patient was in the hospital at the time the leak was identified. They never took the PICC home. Xrays for this event are available. Catheter site was cleaned with chloraprep ('3ml). It is unknown if the patient participated in any physical activities. Additional comments: the second part of the PICC was in the pulmonary artery and slipped in the right lower lobe. Removed through the femoral with a snare.